Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that it removed because it was electrocuting their leg. It was removed in 2022 and was replaced with a different manufacturers device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. The reason for call was patient representative stated someone from the manufacturer called them twice and inquired who called. Caller stated they did not leave a voicemail and stated they want to be removed from receiving calls as patient no longer has the implanted device (caller stated both lead and implant were removed). Caller reported the implant was removed because it was electrocuting patient and had failed so they went with a different manufacturer's implant per their hcp's recommendation. Caller stated they told this to someone at the manufacturer they think 2 weeks ago and stated whoever they talked to said they would remove their phone number from the system. Caller clarified they think it was someone from device registration that they talked to. Transferred caller to device registration to update patient's registration. Caller provided event date as in 2022, before everything was shut down for covid.